Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) alleging that she noticed at 10:00 am that the pump had no power. At that same time, the reporter claimed that she had a blood glucose (bg) level of "545 mg/dl" with symptoms of a dry mouth and trace ketones. At this time, it is unknown what time the alleged power issue began and what the patient's bg level was before the issue started. The alleged power issue was resolved with troubleshooting. The patient removed and reinserted the battery. No associated alarms were found in the pump's history. The pump's I:c ratio, isf, and target were confirmed. No issues were observed with the patient's infusion set, site, or cartridge. The patient was able to prime. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had not power and the patient developed an elevated blood glucose level that meets animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues observed in the black box history. The data from the reported (B)(6) 2011 was not available for review due to continued pump use. No power issues occurred during testing. The complaint could not be confirmed or duplicated on investigation.